Event description:
It was reported that patient had been admitted in hospital with symptoms of heart palpitations as well as other unrelated issues. The device was far-field r-wave oversensing and bi-v pacing. Oversensing resulted in inappropriate auto mode switch episodes. The device was reprogrammed. Patient was in good condition after event.